Event description:
I had mentor breast implants put in on (B)(6) 2017 a few months later I started experiencing burning in my breast as well as pain, fatigue muscle aches and pains memory loss brain fog. FDA safety report ID# (B)(4).